Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal morphine 3mg/ml; 1mg/day via an implanted pump. The pump's indication for use (IFU) was listed as spinal pain and chronic low back pain. The patient had little relief in pain symptoms from personal therapy manager (ptm) activation. A pump refill was performed and the dose remains unchanged. The expected residual volume was 9.6ml, the actual residual volume was 20ml removed from pump. The issue was identified by comparing the expected and the actual volume. A catheter dye study was planned but not yet scheduled. Surgical intervention was not planned at this time and will be determined after the catheter dye study is performed. Patient status was alive; no injury. Specific patient symptoms, cause of the event, interventions, troubleshooting/diagnostics, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.